Manufacturer narrative:
(B)(4). (B)(6). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced cloudy effluent. The patient was not hospitalized for the event. The cause of the event, treatment details, and patient's recovery status were not reported. On an unreported date, treatment with dianeal and nutrineal therapies was discontinued (current mode of dialysis therapy not reported). No additional information is available.